Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 300mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. The customer also had manual injection supplies available.